Event description:
Patient was undergoing coronary artery bypass graft x2 (left internal mammary to the left anterior descending, saphenous vein graft to the main obtuse marginal. During the harvest of the saphenous vein, the tip of the scope with the plastic sheath cracked and fell off in the leg. The device was changed and the procedure continued and completed with no patient harm done.